Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that the patient is trying to find a psychiatrist to increase her vns settings. The patient reports that she does not want to live but has no plan. She is just tired of feeling depressed and needs to have her vns settings increased. The patient was referred to another physician. Attempts were made to her psychiatrist but no relevant information has been received to date. It was noted that the patient called back on (B)(6) 2015 and is doing much better. She doubled up on her anti-depressant. She will be contacting the physician who was recommended.